Event description:
On (B)(6) 2018: information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain and herniated disc. It was reported that around (B)(6) 2018, the ins was not working, which was clarified to mean it wasn't reaching their pain. The patient ended up turning off the ins around (B)(6) 2018 and hadn't turned it on for about 6 months. When they tried to turn it on, it would not turn on. It was noted the patient was in need of a MRI for knee pain that was unrelated to the device/therapy. They were redirected to their doctor to determine if the ins went into overdischarge. No further complications were reported or anticipated. 2025-jul-09: additional information was received from the patient and hcp. It was reported that the system was unresponsive and was not taking a charge appropriately. The ins had not been recovered yet. The hcp said they were trying to do surgery on the patient and wanted spinal scans, but they were unsure if they were trying to image any part of the device. The patient added that the ins has been turned off since (B)(6) 2018 and has been unable to turn stim on. No further complications were reported. 2025-jul-09: additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that their ins was replaced after only 5 years of it being implanted because it was causing them issues. Caller did not provide any further details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.